Event description:
The customer reported that there are traces of mold on the tape of the zipper. The customer reported to have laundered the canopy per instructions and the mold remains. The customer would like the tape and zipper replaced.

Manufacturer narrative:
(B)(4) - mold. Eval, results: eval of the returned product found that on panels a and b the main access windows have open zipper slider bodies. The panel a red connecting zipper has mold on it and window side c zipper has broken stitches. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).